Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The power cord would need to be replaced to resolve the reported event. Based on this information, no further action is required. If any further information is received, the record will be reassessed as needed.

Event description:
Baxter received a report from a baxter technician to report the progressa plus power cord frayed with copper wires exposed. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.